Manufacturer narrative:
Evaluation summary: it is not suspected that the product failed to meet specifications. With the supplied information, an exact cause for the difficulty cannot be determined. As returned, the 75mm drop down stem meets the dimensional requirements where measured and its threads are conforming to the applicable thread gauge. The tibia plate was not returned, as it was implanted.

Event description:
It was reported that the surgeon was not able to insert the 75mm drop down stem into the tibia plate. The surgery was completed with a 45mm stem.